Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set packaging was not sealed properly event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.